Manufacturer narrative:
(B)(4). Per the final statement to the complaint letter dated november 22, 2012, leakage testing was performed on the returned sample and it was confirmed that there was a leak in the welding cover near the red stop cock. Such leakages would be clearly detected in the 100% function test in production, however, it is possible that the leak could appear later on due to inner stress in the material. (B)(4).

Event description:
On (B)(6) 2012 at the (B)(6), it was reported that the housing of the arterial filter quart be-00175 was leaking during the priming procedure on the right side of the de-airing port. The filter was cut out of the pack and the pack could not be used anymore. There was no patient involvement. (B)(4).